Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Sharp pain in mouth [oral pain] , used two different brush heads and twice they've broken mid clean - oral b [device breakage] . Case narrative: consumer e-mail stated that while brushing teeth oral-b toothbrush brush heads keep breaking - twice, used two different brush heads and both broken twice while brushing. No serious injury was reported.